Event description:
It was reported that a minimum fill notification had occurred multiple times. There was no adverse impact to the customer's blood glucose level. The customer attempted to load a new cartridge and was assisted by technical support in cleaning the pump and loading the cartridge properly. The issue was resolved, and technical support followed up to assist with another cartridge load, which was completed successfully, leaving the customer satisfied with no further assistance needed.